Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® one use holder tubes are pushing off of the holder. Customer does not like the rounded shape, and believes it is causing the tubes to push off. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
PMA / 510(k)# is corrected to preamendment.

Manufacturer narrative:
Investigation summary: the device history records were reviewed for batch 6195542 with no issues being identified.

Event description:
It was reported that the bd vacutainer® one use holder tubes are pushing off of the holder. Customer does not like the rounded shape, and believes it is causing the tubes to push off. Found during use. No reports of serious injury or medical intervention noted.